Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation thresholds and low r waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 5076-45 implantable tachy lead, implanted: (B)(6) 2007; 419478 implantable pacing lead, implanted (B)(6) 2012. (B)(4).